Manufacturer narrative:
The electrode belt sn (B)(4) has not yet been returned from the field. Monitor sn (B)(4) was returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was at home and unconscious prior to passing. The patient's neighbor discovered the patient unconscious and attempted to resuscitate the patient without success. Review of the patient's download data revealed that prior to passing, the patient received 5 appropriate and 2 inappropriate treatments from the lifevest. At 18:19:43, the patient experienced an appropriate treatment from the lifevest. The patient's rhythm was vt at 260 bpm and the post-shock rhythm was vt at 240 bpm. At 18:20:11, the patient experienced an inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vt self-converting 7 seconds before the treatment was delivered. The post-shock rhythm was sinus tachycardia at 110 bpm with motion artifact and nsvt. At 18:21:14, the patient experienced an inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was nsvt, and the post-shock rhythm was sinus rhythm at 85 bpm degrading to recurrent vt. At 18:21:43, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 250 bpm and the post-shock rhythm was sinus bradycardia at 50 bpm with recurrent vt. At 18:22:06, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 250 bpm and the post-shock rhythm was sinus bradycardia at 50 bpm with recurrent vt. At 18:22:30, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 240 bpm and the post-shock rhythm was sinus bradycardia at 50 bpm with nsvt. At 18:23:04, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 240 bpm and the post-shock rhythm was sinus rhythm at 90 bpm with pvc's degrading to vt at 240 bpm degrading to vf with motion artifact. At 18:30:33, the patient's rhythm then transitioned to sinus rhythm at 90 bpm. At 18:36:25, the patient's rhythm was vt at 130 bpm degrading to asystole. The patient remained in asystole until the electrode belt was disconnected at 19:03:53. Vt self-converting to a slower rhythm and nsvt contributed to the false detections.